Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on (B)(6) 2025. It was reported that when a family member was with the patient, the patient felt weak. The cgm was displaying 44 mg/dl and when the family member checked a bg it was 89 mg/dl. They provided the patient with food and drinks to alleviate the symptoms and did not seek medication attention. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient reported that the patient had ¿low readings¿ and that his ¿family had to intervene and help¿ get his bg levels back up. The patient was wearing an omnipod insulin pump. The patient stated that he refused to go to the hospital since he had the help of his family. No specific patient symptoms were reported. At an unspecified time during this event, the patient¿s cgm was reading 44 mg/dl, and the bg meter was reading 89 mg/dl. It was not specified if this comparison was taken before or after the patient received treatment. It was reported that the patient had ¿food and drinks¿ as treatment. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.